Manufacturer narrative:
Findings: pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked case at the reservoir tube window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 165 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report a motor position encoder error alarm. The customer was able to rewind completely. The customer found 1 motor error within last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.